Manufacturer narrative:
Due to character limitation in e1, event site details are as follow - event site name is (B)(6). A getinge fse was dispatched to evaluate the device. Upon inspection it was found that the unit was in rescue mode and not hybrid mode. The console was disconnected from the cart which is why the batteries were not charging. Fse pushed the console back into the cart and the batteries began charging immediately. Fse performed a complete system checkout. Unit passed all testing and cleared for clinical use.

Event description:
It was reported that prior to use, cardiosave intra-aortic balloon pump (iabp) was not charging. There was no patient involvement.